Event description:
Three cancer pt's had smart ports vaxcel implanted and each had a fractured catheter and had to be removed. One removed at mmhs, 2 at other facilities. The rep. Spoke with physician and provided catheter placement consideration and the warning. Also suggested other procedures and products.